Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. This 5.0 x 60/80 (4f) sterling otw balloon catheter was advanced and inflated twice. The first inflation was to 6atm and upon the 2nd inflation the balloon ruptured at 6atm. The procedure was completed with a 5 x 40 sterling otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen. Magnified inspection revealed no damage. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall 18mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. This 5.0 x 60/80 (4f) sterling otw balloon catheter was advanced and inflated twice. The first inflation was to 6atm and upon the 2nd inflation the balloon ruptured at 6atm. The procedure was completed with a 5 x 40 sterling otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).